Manufacturer narrative:
It was reported that the catheter became "dislodged" and there were holes noted in the catheter. Due to this, the device was replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Urinary catheter became dislodged.

Manufacturer narrative:
Updated d2b, g6, h2.